Event description:
Additional information was reported indicating that this implantable cardioverter defibrillator (ICD) was removed and replaced, as a result of the pace impedance issues. No additional adverse patient effects were reported. This product has been returned and a device evaluation was completed.

Manufacturer narrative:
Additional information indicated that the evaluation conclusion code was previously updated. The patient code 3191 accounts for the surgical intervention that occurred. The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Manufacturer narrative:
Additional information indicated that the evaluation conclusion code was updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right ventricular (rv) lead from another manufacturer, has been exhibiting out of range pace impedances that are greater than 3000 ohms. There also appears to be noise, related to the implantable cardioverter defibrillator (ICD) rate sensor feature, which may be related to a spring contact issue, with the ICD. The field representative indicated that the patient will be brought in routinely for testing and will be monitored via an at home monitoring system. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that the right ventricular (rv) lead from another manufacturer, has been exhibiting out of range pace impedances that are greater than 3000 ohms. There also appears to be noise, related to the implantable cardioverter defibrillator (ICD) rate sensor feature, which may be related to a spring contact issue, with the ICD. The field representative indicated that the patient will be brought in routinely for testing and will be monitored via an at home monitoring system. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.